Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent the handpiece was received disassembled and the ¿transducer assembly¿ attached to an ace device. The nose cone was cracked. No functional testing could be done due to the condition of the returned device. It is possible that the cracked nose cone caused the reported assembly/disassembly issues. The end cap was disassembled to inspect remaining components. The moisture indicator was positive and the acoustic isolator was torn. The handpiece has a number of seals to prevent fluids from entering the housing. ¿positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process due to the damaged nose cone. A possible cause of the nose cone being cracked is the sterilization method due to the heating and cooling of the sterilization cycles is a stressor. It is probable that the ingress of moisture affected handpiece functionality.

Event description:
It was reported that during an unknown procedure the device gets assembly, disassembly issue, device is blocked with the handpiece. Another device like device was used to complete the case.